Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer received open book image on the insulin pump screen. The customer stated that insulin pump fell to the toilet and got wet and there was crack on right side near battery compartment of insulin pump. It was stated that device label including serial number and dome label stickers were missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with faded serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.